Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dialysis treatment, the venous (blue) extension tube was cracked and had a blood leakage. A blood transfusion was done for the significant blood loss. The catheter has been in place for 38 days and it was necessary for a replacement. It was stated that clamps were not moved to a new location after each treatment and there were no other products being utilized with the device. Chlorhexidine was typically the cleaning agent used and the cleaning agents were allowed to dry thoroughly prior applying ointments to the area.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the device noted that the cannula of the catheter was cut in two pieces. The connecter tube near the hub of the red port was cut. The catheter was submerged into a water bath. The blue port end was clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. A test guide wire was passed through the blue lumen, no occlusion was noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cannula being cut in two pieces of the catheter may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of three photographs of a device. The first photo depicts the catheter inside a bag. The second photo depicts a close-up of the catheter being pulled back to show the cut on the tube. The third photo depicts the catheter being pulled back to show the cut on the tube. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dialysis treatment, the venous (blue) extension tube was cracked and had a blood leakage. A blood transfusion was done for the significant blood loss of above 500ml. The patient's hemoglobin and hematocrit pre-event were hb 8.5, ht 26.0 and post event hb 7.8, ht 23.6. The catheter has been in place for 38 days and it was necessary for a replacement. It was stated that that clamps were not moved to a new location after each treatment and there were no other products being utilized with the device. Chlorexidine was typically the cleaning agent used and the cleaning agents were allowed to dry thoroughly prior applying ointments to the area. It was reported that the patient was discharged and stable.